Manufacturer narrative:
Controls were run three times every 24 hrs. Controls were run before and after this incident and recovered within range. Service info was not provided. Raw data analysis was conducted. Due to the overlap between plt and rbc populations, the analyzer set a review flag for the plt count and its derived parameters. Root cause for the erroneous low platelet results is unk; however the dxh800 instrument generated platelet system and suspected platelet flags (r, giant platelet and rbc-plt overlap) that alert the operator to further review the specimen. Root cause for reporting out of flagged results was operator error. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous low platelet (plt) count was obtained for one pt sample when using the unicel dxh 800 coulter cellular analysis system. There were instrument generated flags with the test result. Erroneous test results were reported out of the laboratory. The operator performed a manual platelet count which recovered higher platelet results which the customer considers correct. A correct report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.